Manufacturer narrative:
The subject device remains implanted.

Event description:
It was reported that the coil (subject device) did not detach in the aneurysm. When the subject device was attempted to be retrieved by the non-stryker microcatheter, the subject device detached inside of the microcatheter. Part of the subject device protruded from the aneurysm. The protruded part of the subject device was fixed with a non-stryker stent and the operation was completed. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device was not returned for analysis therefore visual inspection and functional testing could not be performed. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Based on the information available, an assignable cause of "operational context caused or contributed to event" was chosen.

Event description:
It was reported that the coil (subject device) did not detach in the aneursym. When the subject device was attempted to be retrieved by the non-stryker microcatheter, the subject device detached inside of the microcatheter. Part of the subject device protruded from the aneurysm. The protruded part of the subject device was fixed with a non-stryker stent and the operation was completed. There were no reported clinical consequences to the patient.